Event description:
Pt was undergoing surgery to repair pulmonary stenosis. After surgery she was noted to have suffered a neurologic deficit, potentially the result of inadequate perfusion or dislodged clots to the brain.